Manufacturer narrative:
Investigation results: an investigation of this device was unable to be performed as it was discarded by the user facility. A review of the device history record for this lot number found no discrepancies. The user reported that the generator settings at the time of this event were cut 25 watts & coag 25 watts. The instructions for use provides the following information: use only within prescribed generator setting ranges. High power generator settings may result in damage to the insulation, melting of the electrode tip or increased risk of pt burns. A maximum setting of 40 watts should be used. Adjust es generator settings according to the following: tissue ablation 20-40 watts in "coag" mode & coagulation of soft tissue 20-40 watts in "cut" mode.

Event description:
The customer reported that during use of this ablator in a shoulder arthroscopy, the ceramic tip broke off in the pt's joint and was unable to be retrieved.